Manufacturer narrative:
(B)(4). The actual device used was not available to be returned to the manufacturing facility for evaluation. A video of the device during use and an unused unopened sample were returned to the manufacturing facility for evaluation. The video confirmed the reported issue of valve leakage. Visual inspection of the unused returned sample confirmed there were no defects. Leakage testing conducted revealed no leakage. An evaluation of the retention samples from the reported part/lot and the surrounding lots manufactured was conducted. There were no visual anomalies noted during visual evaluation. In addition, functional testing confirmed all samples met manufacturing specifications. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined, based on the available information it is likely that the dilator was inserted off center of the cross-cut valve, damaging the valve and resulting in the leakage noted. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported valve leakage on the rss602 device. Follow-up communication from the user facility reported the following information: blood loss was greater than 250ml; the procedure was completed; and the patient was reported as doing fine.